Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the radiofrequency (rf) head connection port was loose and caused intermittent telemetry. It was also noted that the power cord door was missing, and there was corrosion on the lower case. Concomitant medical products: product ID 2067, rf (radio frequency) head. (B)(4).

Event description:
It was reported for several months, the connector pin of the rf (radio frequency) head had to be physically pushed by hand into the connector port of the programmer to maintain telemetry. With a new rf head, continued to have the problem. It was also reported the rf telemetry was intermittent and the rf head connector on the programmer is intermittent. It can be held in long enough to establish a wireless telemetry session but cannot maintain telemetry for a non-wireless device. The programmer was returned for repair of the connector port and repair of the back flap. No patient complications were reported as a result of this event.